Manufacturer narrative:
Samples were collected in 5ml greiner lihep tubes and centrifuged at <5000 rpm. Customer stated that the instrument was within specification. Qc and system check data were not supplied for this event. Service was not dispatched for this event as this issue was isolated for one patient. Customer product line support (cpls) tested a sample from the patient and confirmed heterophile interference as the root cause of this event. This reportable event was identified during a retrospective review of complaints within the date range of 09/11/2010 - 10/22/2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining consistently elevated troponin (accutni) results above the ami cutoff for one (1) patient's samples over the past two (2) years that were generated by the access 2 immunoassay system. The results were reported out of the laboratory and the patient has been admitted four (4) times for an ami, but electrocardiograms (ekgs) were normal. The event occurred between (B)(6) 2006 and (B)(6) 2008. This reportable event captures the accutni result that was generated on (B)(6) 2007. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-00750, 2122870-2011-00751, 2122870-2011-00752, 2122870-2011-00754, 2122870-2011-00755, 2122870-2011-00756, 2122870-2011-00757.